Event description:
Customer reported that she feels her breast shields are possibly too large and causing her pain.

Manufacturer narrative:
In f/u with the customer, she stated that she was using the shields with her pump in style pump and she was experiencing cracked and bleeding nipples. She was prescribed a topical cream with a steroid by her physician. A medela clinician tried to contact the customer but did not get a response. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Reported issues of breastshields that don't fit are currently being investigated under (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.